Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter address 2): (B)(6). Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure to teat esophageal varix performed on may 10, 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: one of the photos of the complaint device outside the patient was provided by the customer and showed one of the bands was moved.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure to teat esophageal varix performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: one of the photos of the complaint device outside the patient was provided by the customer and showed one of the bands was moved.

Manufacturer narrative:
Block e1 (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (correction): block g4 premarket/510 (k) has been corrected. Block h11: the returned speedband superview super 7 was analyzed and a visual evaluation noted that the ligator housing was returned without the bands attached. The ligator housing teeth and the suture hole were in good condition. The handle had no marks of the trip wire, indicating that it was not secured, and it wasn't pulled up to take up rest of slack. Per media analysis of the provided photo, it showed the ligator housing with six bands attached and one of the bands overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had no bands attached, the handle had no marks of the trip wire, indicating that it was not secured, and it was not pulled up to take up rest of slack. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured into the handle slot and per the IFU "secure trip wire in slot on handle unit." Additionally, the trip wire was not pulled up to take up rest of slack and the IFU states "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.